Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter, molding defects, label issues, and air bubbles. This was discovered before use. The following information was provided by the initial reporter: fm in gel x61, deformed tube x6, defective marking x6, dirty shield x2, dirty tube x17, air bubbles in gel x328, air bubbles in tube x30.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter, molding defects, label issues, and air bubbles. This was discovered before use. The following information was provided by the initial reporter: fm in gel x61. Deformed tube x6. Defective marking x6. Dirty shield x2. Dirty tube x17. Air bubbles in gel x328. Air bubbles in tube x30.